Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead helix could not be removed from the myocardium. It was further reported that the patient experienced pericardial effusion and cardiac tamponade while the lead was being removed using laser. The lead extraction was then performed by thoracotomy. No further patient complications have been reported as a result of this event.